Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "recently experiencing possible autoimmune symptoms". Healthcare professional later reported "recall-capsular contracture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d9, g2, h3, h6.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "recently experiencing possible autoimmune symptoms" which is not device related. Healthcare professional additionally reported "recall and capsular contracture baker grade unknown." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "recently experiencing possible autoimmune symptoms". Healthcare professional later reported "recall-capsular contracture". Device has been explanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "recently experiencing possible autoimmune symptoms" which is not device related. Healthcare professional additionally reported "recall and capsular contracture baker grade unknown." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ autoimmune/connective tissue-symptoms of-ndr: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures observed broken assessed as surgical damage also observed missing piece of shell assessed as inconclusive, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.